Event description:
It was reported that, when drilling for the first lag screw in the recon nail, the solid step drill got bound up within the trocar. It was difficult, but we removed the drill from the trocar and saw that the step drill was slightly bent. We used a new step drill, made sure it slid down trocar, and finished reaming for lag screws without incident.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Additional device: (B)(4) drill sleeve f. Solid stepdrill t2 recon lot# unk.